Event description:
It was reported that during a lap chole procedure, the clip fell off the jaws of the applier, and another clip didn't close down properly on the vessel. Completed with the same like product. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).